Event description:
It was reported that the during the implant procedure two left ventricular (lv) leads were attempted and not used. The first lv lead had muscle stimulation and then dislodged. The second lv was not used due to dislodgements. A device and right ventricular lead were implanted; an lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.